Event description:
Procedure type: unk. According to the reporter: during preparing for surgery, inserted the trocar into cannula, seal broke. No pt involvement. No pt injury was report.

Manufacturer narrative:
(B) (4).